Event description:
It was reported that this right atrial (ra) lead exhibited noise, low out of range pace impedance measurements less than 200 ohms as well as one pace impedance measurement of 1500 ohms, which is high but within specifications. The average pace impedance was noted to be in the 400 ohm range. The healthcare provider (hcp) contacted boston scientific technical services (ts) to ask why there was right ventricular (rv) pacing which occurred while the device is programmed to atrial pace and sense only. Device data review was performed, and ts indicated the most likely explanation was that burst pacing therapy was provided in the 250 beats per minute heart rate range. Evidence is suggestive that this burst pacing therapy was appropriate. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, low out of range pace impedance measurements less than 200 ohms as well as one pace impedance measurement of 1500 ohms, which is high but within specifications. The average pace impedance was noted to be in the 400 ohm range. The healthcare provider (hcp) contacted boston scientific technical services (ts) to ask why there was right ventricular (rv) pacing which occurred while the device is programmed to atrial pace and sense only. Device data review was performed, and ts indicated the most likely explanation was that burst pacing therapy was provided in the 250 beats per minute heart rate range. Evidence is suggestive that this burst pacing therapy was appropriate. The lead remains in-service. No patient symptoms or adverse patient effects were reported.additional information was received that this ra lead was subsequently explanted, along with the pacemaker device and rv lead. The ra lead was again noted to have exhibited noise. No new products were indicated to have been implanted. No additional adverse patient effects were reported.